Event description:
On (B)(6) 2018 the lay user/patient contacted lifescan (B)(4), alleging a "battery indicator" issue with her onetouch ultra mini meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2018 (exact time not specified). In a related complaint, the patient also claimed to see an error message displayed on the meter, but did not notice a number associated with the error. The patient manages her diabetes using pills (glipizide and metformin) diet and/or exercise and denied making any changes to her usual diabetes management routine in response to the alleged issue. The patient reported experiencing symptoms of ¿sweaty and stomachache¿ approximately two weeks after the alleged issue began and reportedly self-treated by consuming orange juice on (B)(6) 2018 at 3am. The patient confirmed that her blood glucose had not been measured using any other device. During troubleshooting, the csr confirmed that the meter battery required to be replaced, however the patient did not have a new battery available. The csr confirmed that it was not the patient's first use of the device and there had been no misuse. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.